Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the x-ray lamp and calibrated the filament and the dose area product. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would produce several physicist discrepancies. No pt injury was reported.